Event description:
Event description guidant received information that the bipolar lead was observed to have perforated the patient's heart. Six weeks post implant the patient visited the physician complaining of as sharp chest pain. An approximately 2mm perforation was observed through x-ray. The lead was explanted. A new lead was successfully implanted. The patient was discharged and no additional adverse patient effects were reported.